Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed a shock impedance of greater than 200 ohms. The device was reprogrammed to not include the proximal coil (distal coil to can) with a resulting impedance of 105 ohms. No additional changes were made and no adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.